Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the internal brace ligament, ar-1688-cp, was used during a lateral ankle repair with brostrom internal brace procedure. The surgeon was drilling the hole for the 4.75 anchor in the talus. He decided he wanted to do the k-wire first to make sure he liked the position. Decided to break the cortex with the 2.7 cannulated drill and when he did so, the drill broke in half in the patients bone along with the k-wire. The surgeon was able to ream out most of the drill bit and the wire. He then proceeded with the usual steps to use the internal brace. The patient still has some of the drill pieces left in the talus as he wasn't able to remove all the pieces.